Manufacturer narrative:
G4: 04mar2021. B4: 04mar2021. H11: g5: k102985. H10: the customer reported there was no patient involvement at the time the issue was discovered. The device was taken out of stock, and found battery had died. The customer called technical support (ts), reporting that the device was donated to the hospital and was put into stock for awhile. The battery died, and it was not possible to recover the battery. The customer was requesting a replacement battery. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The customer replaced the battery to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020, (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into technical support (ts) reporting that the device has backup battery issues. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.